Event description:
It was reported that when checking the exposed catheter portion in the night of january 13, the nurse found that only the connector was exposed externally with the dressing intact. An inspection showed that the catheter ruptured and entered the vessel of the patient. The patient was sent to the operation room in the morning of january 14, when it was found that the catheter had reached the pulmonary artery and then been removed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1528 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the exposed catheter portion in the night of january 13, the nurse found that only the connector was exposed externally with the dressing intact. An inspection showed that the catheter ruptured and entered the vessel of the patient. The patient was sent to the operation room in the morning of january 14, when it was found that the catheter had reached the pulmonary artery and then been removed.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed; however, the exact cause is unknown. Three photographs of a 4 fr groshong catheter were returned for evaluation. An initial visual observation of two of the photographs showed an assembled two-piece connector. Use residue and a needleless injection cap were observed on the assembled connector, but no catheter segments were observed protruding from the assembled connector. The third photograph showed a groshong catheter; however, no detail of the fracture site could be seen in the returned photograph. While the exact cause of the break in the catheter shown in the returned photographs could not be determined, possible causes include over-stretch (tensile failure), improper assembly of the two-piece connector, and sharp instrument damage; however, inspection of the returned photographs was insufficient to identify the root cause of the catheter break.